Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient's infusion set was accidentally dislodged during use when the tubing became caught on an object or the pump fell. This resulted in hyperglycemia, with blood glucose levels reaching 529 mg/dl. The patient was treated using multiple daily injections (mdi) to manage the elevated blood glucose caused by the infusion set malfunction.